Manufacturer narrative:
A ge service rep performed an onsite investigation. The snubber printed circuit board was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not capture fluoroscopic x-rays and a fuse needed to be replaced. No pt injury was reported.